Manufacturer narrative:
The device is not expected to return. A follow up report will be submitted once the evaluation has been completed.

Event description:
During the de-clotting of an upper extremity shunt fistula, the tip of the access wire disconnected from the body of the wire. The tip of the wire was found in the fistula and removed using a snare. No injury to the patient was reported.

Manufacturer narrative:
The suspect device did not return for evaluation. The complaint could not be confirmed and the root cause could not be determined. A review of the complaint database was performed and no similar complaints for this lot number were found. A search of the device history record was performed and no exception documents were found.